Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer had reused the cartridge at the time of the event. Tandem technical support educated customer that cartridges are single-use products. Customer continued to use the existing supplies and successfully resumed insulin therapy on the pump. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse per cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.